Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: (B)(4) implantable cardioverter defibrillator implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks. The right ventricular lead was noted to have high impedance and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received two inappropriate shocks. The right ventricular lead was noted to have high impedance and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the lead had apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.